Event description:
The external pulse generator was returned as a loaner for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the main printed circuit board and interconnect flex were out of specification electrically. It was noted that the cables returned with the unit passed continuity and visual inspection. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).